Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The facility rep stated that the device was available for evaluation. A sample return kit was sent to the facility and is pending return. The results of the anticipated device evaluation will be provided upon completion of the event investigation.

Event description:
It was reported that during an angioplasty procedure of a right arm fistula the pta balloon allegedly became stuck in the sheath during retraction and began to invert itself. As a result of the retraction issue a leak in the av fistula occurred resulting in the patient being sent to the or for further treatment. The patient was reported to be asymptomatic post procedure in the or.

Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Conclusion: the investigation is inconclusive, as the sample was not returned for evaluation. The definitive root cause for the reported retraction issues could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warnings: if resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Precautions: if resistance is felt during post procedure withdrawal of the catheter through the introducer sheath, determine if contrast is trapped in the balloon with fluoroscopy. If contrast is present, push the balloon out of the sheath and then completely evacuate the contrast before proceeding to withdraw the balloon. If resistance is still felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit.

Event description:
It was reported that during an angioplasty procedure of a right arm fistula the pta balloon allegedly became stuck in the sheath during retraction and began to invert itself. As a result of the retraction issue a leak in the av fistula occurred resulting in the patient being sent to the or for further treatment. The patient was reported to be asymptomatic post procedure in the operating room.